Event description:
Customer reported a malfunction code on the pump. Blood glucose level was within range, not exceeding 500 mg/dl, so there was no adverse impact to the customer¿s blood glucose level. The customer experienced the malfunction multiple times, so technical support arranged for a replacement pump to be shipped. Customer was advised to use an alternate insulin therapy method called mdi and was instructed on how to return the faulty pump using a pre-paid label.